Event description:
Procedure type: lobectomy. According to the reporter: the idrive system occasionally fails to fire. In addition, sometimes the adapter can be pulled off from the handle easily. No problem is observed when attaching the adaptor, and the status lights did not show any problems. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).